Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. This was discovered via a latitude review by the clinic. The patient will come in for system testing. Technical services recommended some testing options. There were no additional adverse patient effects. The system remains implanted.